Event description:
Note: this report pertains to the first of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the wirsung during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon burst. The second balloon used also burst. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the returned hurricane rx balloon was analyzed, and a visual evaluation noted no damages to the catheter or balloon. A functional evaluation noted that the balloon was inflated without a problem but it did not hold pressure due to a pinhole located on the distal section. Microscopic inspection of the balloon found a pinhole located approximately 25 mm from the tip. No other problems with the device were noted. The reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a pinhole during the procedure. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the first of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the wirsung during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon burst. The second balloon used also burst. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.